Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported communication or transmission problem via phone call. Customer blood glucose reading was 10 mmol/l. Customer stated cannula was not recorded in daily history. Customer stated the insulin pump did not pass a self - test. Troubleshoot was performed. Insulin pump will not be returning for analysis